Event description:
It was reported that prior to implanting the left ventricular assist device (lvad), the pump was prepped and burn in was completed without difficulty and no issues were noted. Once the pump was started, the pump powers elevated to around 12.1 watts, and remained elevated at 9200 rpm even when the patient was off bypass. The pump speed was decreased to 8600 rpm; however, the pump power still remained above 10 watts. The surgeon reported that the pump seemed to be functioning fine according to the echocardiogram; however, the flows continued to show +++ and power was maintained between 11 and 12 watts. The pump was stopped, disconnected and flushed. Nothing was noted to be obstructing, and nothing was seen inside of the pump once it was flushed. While the patient was still off of bypass, the surgeon elected to exchange the pump only due to no findings and the pump power remained elevated. The outflow graft and inflow conduit remained implanted. Once the new pump was implanted and started, the new pump's parameters were within normal limits.

Manufacturer narrative:
Additional information: the pump was not returned to the manufacturer for evaluation as it was retained by the hospital. The report of elevated pump power at the time of implant could not be confirmed because log files are not available, and a specific cause for the reported elevated power could not be determined. The patient remained asymptomatic during the event and there was no significant delay in surgery. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no log files at the time of the event are available and were not sent to the manufacturer as the event occurred in the o.r.

Manufacturer narrative:
Approximate age of device ¿ 1 day. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.